Event description:
It was reported by service report that the caster is missing which could cause the cot to be unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.